Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was received and evaluated. Received 1 sample(s), part number 8229306, from lot number 0208892509; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. One of the electrode wires had punctured the cuff which would have resulted in the reported event. One of the electrode wires was bent at the blue band (not the same as the one puncturing the cuff). There was no significant damage to the packaging that would result in the reported event. Instructions for use states ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation.¿ the punctured cuff and bent electrode are consistent with excess bending / manipulation. Based on the analysis findings the underlying cause is consistent with user error.

Event description:
It was reported "the airbag was broken, unable to inflate." There was no report of patient impact or injury. Follow-up with the initial reporter obtained the following additional information: "the balloon can't expand while inflated; the balloon looked deflated." No further information or details were provided.